Event description:
It was reported that this inflatable penile prosthesis reservoir had migrated out of position and was causing the patient discomfort. A revision surgery was performed to place a new reservoir in the appropriate position. No further patient complications were reported.